Event description:
Information was received indicating that the cadd legacy 1 pump failed accuracy by -9.15 percent. There was no patient involved.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The customer's concern regarding failed accuracy was unable to be confirmed. However, the delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of plus or minus 3 percent but within the published specification of plus or minus 6 percent. The pump's expulsor will be replaced as a preventive measure.